Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9 (device available for eval), d10, e1 (initial reporter, event site telephone, event site email), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, health effect - impact code, investigation conclusion), h11. Corrected fields: h6 (medical device ¿ problem code). The getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to duplicate the reported event and found that the machine went to standby due to temperature over temp. Replaced the pt101 (B)(4) (temperature sensor, threaded probe) and unit ok.

Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) made loud sound and go standby due to over temperature. There was no patient involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site name: (B)(6), event site address: (B)(6) hospital) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp), made loud sound and went to standby mode.